Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2018.

Event description:
It was reported that the patients ipg does not hold charge and the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.